Event description:
Valve device placed in mitral valve. Valve noted to be defective, with a "bighole." Valve device removed and replaced. Pt experienced prolonged surgical time. Vendor rep notified immediately.